Event description:
After implant was completed, patient presented to the physician with spiked blood pressure and hematoma over the ipg. Physician brought the patient back into the or , used cautery to stop the bleeding, and flushed the pocket with an antibacterial wash.